Event description:
The advocate stated the customer received a blood glucose reading of 206 mg/dl using her breeze2 meter. She took insulin based on the reading. An hour later, the customer was not feeling well, so paramedics were called. Paramedics tested the customer's blood glucose at 40 mg/dl. It's not known what type of treatment the customer received. The advocate was contacted after the initial call about returning the customer's test strips for evaluation. He declined and stated that everything was working properly.